Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the device was inflated with the in-house presto inflation device and water was noted to be leaking from the balloon. Under microscopic observations, a compound ruptured and because of the rupture the deflation issue couldn¿t be tested. No other anomalies noted. It was also reported that user facility used a needle on the balloon to deflate the balloon. As the user facility punctured the balloon in order to deflate the balloon, which was noted during the microscopic observation, as a compound rupture and the functional testing couldn¿t be performed due to the device's condition, hence the reported deflation issue remains inconclusive. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the physician used a percutaneous stick to pop the balloon in order to deflate it. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the physician used a percutaneous stick to pop the balloon in order to deflate it. There was no reported patient injury.